Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had unresponsive buttons. The blood glucose reading was 180 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Two days later, the customer stated that over the weekend she had had no support and had to guess the amount of insulin to administer to herself. The blood glucose reading was 100 mg/dl at the time of the second call. The customer requested to speak with a nurse to help with programming the device. Informed the customer that there may not be a quick response given at the time. The customer expressed dissatisfaction that the insulin pump lasted for about a year. Nothing further reported.